Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The cartridge was returned to the manufacturing site for evaluation and revealed that no relevant incidents were observed and all results met specifications. The inspection noted the cartridge had a torn barrel and was cracked indicative of use. No manufacturing deviations were detected. The results obtained did not reveal an anomaly concerning the quality and efficacy of the product. The batch review results were within specification. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.

Manufacturer narrative:
Additional information: expiration date: 05/31/2012. Device manufacture date: 05/01/2011.

Event description:
It is reported that the haptic kinked when in patient's eye. Insertion of the plunger from the injector pierced through side of cartridge when trying to remove. The patient's iris became caught on cartridge/lens causing trauma to iris. It is noted that there was angulated pressure on end of cartridge during insertion. There was pigment loss from iris, however, there was no long-term damage. A separate MDR was filed for the lens. MFR report #2648035-2012-00130.